Event description:
It was reported to bsc/target that during the procedure the dsb detachable silicone balloon detached prematurely. The condition of the patient is unknown. Company representative will follow-up with additional information.